Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin (twice a week, intraperitoneal) for peritonitis. At the time of this report, the patient was recovered from the event. The cause, patient hospitalization and action taken with pd therapy were not reported. No additional information is available.